Event description:
The patient reported experiencing excruciating pain, redness, and swelling in the left knee following implantation of a zimmer biomet knee implant. The patient stated that they have difficulty walking and that pain medications provide little relief, along with general discomfort. The patient believes the symptoms are directly related to the use of cobalt cement during surgery and also claimed the device contains radioactive isotopes.